Event description:
Staff noticed as they took the drapes off the pt at the end of the case, that pt had second degree burns over the thigh/flank area. Burns were most noticeable at any point that the mdu came in contact with the pt through the drapes. Bur being used was pn 72200080, lot# 20239809 through a 5.5 arthroguard cannula which also became hot. Bur was being run at 8000 rpms. No current info regarding the amount of fluid being used at the time. After the burn was noticed, surgeon reported that the mdu had felt warm to the touch. No current info about the pt treatment after the burn was noticed or about the current condition.

Manufacturer narrative:
Product was set at 8000 rpms in both directions. Unit did not get hot during functional testing, only slightly warm. All functions good. No problem found. (B)(4).